Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical service was dispatched because customer experienced low blood glucose. Blood glucose reading was 40 mg/dl. The customer¿s other blood glucose value was 80 mg/dl. Customer was treated with food and glucose tablet. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.